Event description:
It was reported in a literature publication that a retrospective clinicoradiographic analysis of 58 ambulatory adult patients who underwent primary surgery for adult scoliosis was performed. Twenty patients underwent upper thoracic (ut) posterior instrumented fusion to the sacrum. All patients in the ut group received rhbmp-2/acs. Mean age was 55.4 yrs. All patients were fused with locally harvested autogenous bone graft as well as frozen femoral head allograft. In addition, 10 patients had rhbmp-2/acs alone, and 10 patients had rhbmp-2/acs and iliac crest autograft. Four patients who had undergone upper thoracic fusions, developed pseudoarthrosis post-op. Two patients had pseudoarthrosis at the thoracolumbar junction, and the other 2 patients had pseudoarthrosis in the mid-lumbar spine. Of the 4 patients with pseudoarthrosis, three underwent revision surgeries. One patient is asymptomatic and has declined revision surgery.

Manufacturer narrative:
Literature article citation: o'shaughnessy et al. Does a long fusion "t3-sacrum" portent a worse outcome than a short fusion "t10-sacrum" in primary surgery for adult scoliosis?. Spine (phila pa 1976). 2011 sep 30; doi 10.1097/brs.0b013e3182376414. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.